Manufacturer narrative:
Document review: gmk primary uc fixed tibial insert size 4 - 10mm: ref. 02.07.0410fuc / 135576 (50 devices produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Eleven items belonging to this lot have been already sold without any other similar issue. From the data collected, there are no evidence that the event is device related.

Event description:
The surgeon did a swap of the tibial insert due to a potential infection. Ref imp# (B)(4).